Manufacturer narrative:
The device was returned to olympus for evaluation and the additional findings were as follows: the adhesive on the bending section cover had a chip, due to damage on the charged couple device, the specified resolving power was not obtained, due to a scratch on electrical contact of video connector, a noise image occurred, switch #1 had a scratch, and the indication on the up/down plate was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation that the videoscope had an image color tone abnormality. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the stress of repeated use, external factors, or handling of the device may have caused the image sensor unit to be broken (i.e. Disconnection) or the parts mounted on the electric circuit board (i.e. Integrated circuit chips and capacitors) to be broken, leading to the subject event. The event can be detected/prevented by following the instructions for use which state: instructions, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscopic system¿ was confirmed to describe how to inspect for the subject event. Olympus will continue to monitor field performance for this device.